Manufacturer narrative:
The complaint of meningitis cannot be confirmed via laboratory testing.

Event description:
Device 3 of 4.reference MFR report #: 1627487-2015-07720, 1627487-2015-07721 and 1627487-2015-07723.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2015-07720, 1627487-2015-07721 and 1627487-2015-07723.